Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to minimed that the patient experienced connectivity issues with the insulin pump system. The patient reported being unable to download pump data at the provider¿s office due to an ¿uploader not found¿ error. The customer reported no adverse event. The event involved product(s) acc-7350, mmt-7040a, mmt-7841zn and mmt-1884. The patient reported receiving a ¿device not found¿ message when attempting to pair the pump with a mobile device. The patient also reported connection issues with the guardian 4 transmitter and indicated that the pump was unable to connect to any devices. Troubleshooting could not be completed. No further patient complications were reported and no product replacement or return was initiated acc-7350, mmt-7040a, mmt-7841zn and mmt-1884.